Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced prolonged high blood glucose (bg) for nearly two days despite performing at least five supply changes with a steel infusion set. The highest blood glucose (bg) recorded was 400 mg/dl, with a finger stick confirming 354 mg/dl. Sites placed on the abdomen showed redness and leakage, suggesting poor absorption due to scar tissue from long-term diabetes. After relocating the infusion set above the belly button near the ribs, blood glucose (bg) began trending down within an hour. Ketone testing showed light pink (low). Blood glucose (bg) was corrected by changing infusion site location and resuming ilet dosing. No reported symptoms were experienced by the user during the event. No medical intervention was required.